Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance values. The issue was discovered after the cardiac resynchronization therapy defibrillator (crt-d) was changed out due to therapy upgrade/downgrade. The patient underwent surgical intervention to abandon the lead prior to pocket closure. A new lead was implanted. No additional adverse patient effects were reported.